Event description:
Bii. I got smooth silicone implants 2019 since then I feel like I am going blind, I am constant pain. I¿m staying sick. My chest hurts, brain fog, and so many more breast implants issues I¿m afraid I¿m going to lose my sight and I just got new glasses and since then my eyesight has declined to where I can barely see, I am now in many bii groups and I feel like allergan company is only helping women who get cancer from their textured implants while hundreds of thousands of women are suffering from breast implant illness. I feel as if this company knows the danger these implants are causing and they¿re putting cancer out there so women will intern get there new implants that cause bii. I want these toxic bags out of my body and I feel like they should pay for them, sure I would love to keep them and they¿re pretty and all but my health is more important. I feel like I need to start a partition against the company and I will be posting this on my groups. Some I already have is women that have this debilitating illness should have the option of getting them paid for this get out god knows we paid enough to get them put in only to get sick from them, not fair, I will be posting your website to the thousands of women in my bii groups please help me get these out. The thing is test don¿t show nothing us poor women are suffering. FDA safety report ID # (B)(4).